Event description:
It was reported that (1) device was used during a laparoscopic right colectomy. It was reported by the affiliate that the lcs6s instrument cut, but did not coagulate. The same instrument was used to complete the case as they had to use it slowly and the procedure took more time.